Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rewc0364 showed no other similar product complaint(s) from this lot number.

Event description:
PICC place in pt and was having malposition to jugular vein. Stylet was removed and noted to have broken off in pt. (Stylet used in this event was a bard product). Add'l medwatch info: 0.8 fr cirpak sensor stylet (lot#4488) was placed in 2 fr per-q-cath PICC line.